Manufacturer narrative:
Two event dates provided for total of 4 complaints. Not sure as to when which complaints occured on those certain dates. (B)(6) 2018. One part number provided (21-7394-01) for the four related complaints. Two lot numbers provided (47x639 and 47x712). Not reported as to which lot numbers go with which complaints. Expiration dates per lot number. 47x639: 09/29/2022; 47x712: 11/02/2022. (B)(4). Manufacturing dates per provided lot number. 47x639: 10/19/2017; 47x712: 11/23/2017.

Event description:
Information was received indicating that during administration of medication through smiths medical cadd® administration set, leaking from the air filter was noted. The tubing was replaced. There were no reported adverse patient effects.